Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the clips did not remain secure on the cystic duct and cystic artery. The clip security was compromised after the surgeon clipped on top of another clip. The device was from a fdc10 kit (lot#l4c476). There was no consequence to the pt.